Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. Access was obtained through the right femoral with a 6fr system; later resulting in a large hematoma. The 90% stenotic, de novo lesion was located in the severely calcified and moderately to severely bent left main artery. The physician advanced the 1.25mm rotablator rotalink burr to the lesion over a rotawire guide wire. The physician used the rotablator system at 180,000 rpms and the tip of the catheter broke off and a perforation of the left main artery occurred. The physician noted that a moderate amount of resistance was encountered prior to the event and the burr did not contact the distal wire. An emergent coil embolization was performed to repair the perforated vessel. During the procedure the patient remained hemodynamically stable and was transferred to cticu post procedure. The broken tip of the rotablator was intentionally left in situ. The patient's status is, no surgery required and is doing very well.